Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive and associated cable were evaluated and replaced. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The field service engineer reported that the system failed to boot while evaluating another issue on the device. No patient serious injury or death was reported related to this event.